Manufacturer narrative:
(B)(4). Concomitant medical products - unknown acetabular shell, unknown head. Nemandra a. Sandiford mbbs, msc, frcs(tr&orth), donald s. Garbuz md, mhsc, frcs(c), bassam a. Masri md, frcs(c), clive p. Duncan mb, msc, frcs(c) (2016) nonmodular tapered fluted titanium stems osseointegrate reliably at short term in revision thas. Clinical orthopaedics and related research 475:186-192. Https://rd.springer.com/article/10.1007%2fs11999-016-5091-x. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-03488, 0001822565-2017-03489.

Event description:
Journal article reported that a patient required additional surgery in the form of irrigation and debridement of wound hematomata at 4 weeks after the index procedure. Attempts have been made and no further information has been provided.

Manufacturer narrative:
Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.